Event description:
It was reported that; the patient experienced difficulty removing the connector and contacted support for assistance. The agent guided the patient through removal of the connector, and no leaking or damage was observed. The patient reported elevated blood glucose levels, which were attributed to being disconnected following a low event, as previously documented by a healthcare provider, and the patient was able to reconnect later the same day. The patient used a continuous delivery system. The agent assisted the patient in completing the remainder of the supply change, observed insulin drops, and confirmed insulin delivery. The patient reported no further questions, and blood glucose levels were noted to be decreasing and stabilizing by the end of the interaction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.